Event description:
It was reported that a user lost continuous glucose readings on the ilet after starting a new dexcom g7 sensor, with the ilet displaying multiple ¿brief sensor issue¿ alerts and no data shown on the ilet; the user did not use a dexcom app or receiver, and support guided them to toggle g6/g7, confirm the g7 selection, and re-enter the 4-digit pairing code, after which they were advised it could take up to 30 minutes to reconnect. Symptoms included intermittent loss of sensor signal between the cgm and the ilet. Outcomes included no reported injury and restoration attempts via troubleshooting and education. Investigation included software and connectivity troubleshooting to address cgm pairing and signal integrity. Investigation of this case revealed transient communication disruption consistent with brief sensor issue behavior with no evidence of device damage, and the device functioned as designed once pairing steps were repeated. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity reconfiguration required to complete cgm pairing and re-establish communication.